Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the pharmacy department with a report of the bolus cord did not deliver when the bolus button was pressed. The bolus cord had been connected to a gemstar pump to deliver an unspecified medication. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.